Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after he had put the pump in his swimming trunks after swimming. The customer also stated that he used a blowdryer on the insulin pump, after he found moisture on it. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 140 mg/dl. Nothing further was reported.